Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroi ntestinal/pelvic floor. It was reported that there was a power on reset (por) screen seen. The consumer reported that she was going to change the patient¿s program when the por message was seen. It was noted that there was no medical test or emi environmental exposure recently. The patient was redirected to their healthcare professional to have the ins reprogrammed and turned on. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.